Manufacturer narrative:
The device is expected to be returned but has not yet been received. Investigation pending.

Event description:
Caller alleged discrepant inratio2 in result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.8, laboratory inr. The time between testing was two hours. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.